Event description:
It was reported that the patient was not getting drug or getting it intermittently. No patient symptoms were reported. The pump was replaced. The patient recovered without sequela. The pump was used to deliver morphine.

Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.